Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported after pd treatment was completed the cassette door was opened to remove the cassette and fluid was found inside the cassette area. The patient contact stated the sample was discarded. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient indicated there was no observation of a fluid leak during treatment. Per pdrn the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak.

Manufacturer narrative:
The complaint sample is not available and the lot number of product involved is unknown. Therefore a search was performed of the lots delivered to the patient, with a time frame of three months before of the event date from (B)(6) 2017 thru (B)(6) 2017, resulting in lot number 16sr08001. The entire set of lot has been sold and distributed. Batch records for the lot identified was reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact reported after pd treatment was completed the cassette door was opened to remove the cassette and fluid was found inside the cassette area. The patient contact stated the sample was discarded. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient indicated there was no observation of a fluid leak during treatment. Per pdrn the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak.